Event description:
It was reported there were telemetry issues. An overdischarge was suspected. It was noted the last time any stimulation was felt was over 12 months prior. The patient had not used their device in three years. It was noted health issues were primary reason for overdischarge. The patient had a brain aneurysm/brain injury and was not using their stimulation during that time. Follow up reported the overdischarge was confirmed. A physician mode recharge was performed and unsuccessful. Patient symptoms included no therapy. No further troubleshooting was done. It was noted the patient¿s battery was at end of service and the patient was planning to get a battery replacement. The date of surgery was unknown at the time of report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 37743, serial # (B)(4), product type programmer, patient; product ID 3778-45, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 37752, serial # (B)(4), product type recharger. (B)(4).